Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v260017, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v260017, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that since the patient had surgery on the neck, which was done one month ago, the patient has not had the same control of the neck and head. It was noted that the reporter was not sure if it was related to the deep brain stimulation or if the disease was progressing. It was noted that the patient also had a hard time walking. It was noted that this all occurred about the same time the patient had surgery. It was noted that the patient was last seen by the health care provider (hcp) right before surgery to have the device turned off. It was confirmed with the patient programmer that the device was now on. It was noted that the patient had tingling in the right shoulder and neck and shoulder area. It was noted that this happened when the patient increased on program 2. It was noted that there was no falls or trauma reported.